Event description:
Meter name: one touch ultra. Strip name: lifescan one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizziness, shakiness, felt bad. A pt reported they were taken to ER. Their meter allegedly would only prompt apply sample. The result on their meter was unable to test. The result on the ER meter was 72. No comparison reported. Treatment was retest and follow up. No furhter info has been reported.